Event description:
It was reported that during the pre-use check, leakage of air from the breathing circuit was observed. On (B)(6) 2021, the event was settled by replacing the breathing circuit with another one. No patient injury was reported.

Manufacturer narrative:
The samples were visually inspected. Breathing bags from customer complaints (B)(4) presented with pin holes. Leak test inspection was performed on the returned devices; they didn't present leakage. Based on the visual and leak test results, the reported nonconformance as leakage on circuit is not confirmed, however, two of the breathing bags returned from customer complaints (B)(4) presented with leakage due pin holes. Root cause: based on the investigation results there are pinholes on the raw material breathing bags provided by the supplier. DHR: due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.